Event description:
It was reported that there were patient temperature variations + or - 1.5 degrees celsius during cooling stage. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
A 3rd party consultant, asked the customer what mode the unit was in, it was reported max mode. The customer was then instructed to switch the mode and to call if any other issues arise. The 3rd party consultant followed up with the customer approximately 2 1/2 hours later and it was reported that the mode was changed from max to medium and no further issues had occurred since the original call.

Event description:
It was reported that there were patient temperature variations + or - 1.5 degrees celsius during cooling stage. The patient was not adversely affected and no clinically relevant delay in treatment was reported.